Event description:
The occlusion balloon catheter was being used to close the neck of an aneurysm for initial implantation of embolization coils. During balloon inflation, vessel rupture occurred, resulting in hemorrhage and death.